Manufacturer narrative:
Visual inspection of the returned device revealed that what may have appeared to be sealant being stuck to the white advancer tube was actually balloon material bunched up against the distal end of the advancer tube. The balloon proximal bond was detached and the core wire was exposed and the adhesive taper at the balloon bond was missing. The distal end of the polyimide shaft was curled and shows evidence of being flatten. A notch was noted to the distal tip of the advancer tube which indicated that "pinning" and excessive tension was applied during catheter withdrawal. "Pinning" and excessive tension was applied during catheter withdrawal. "Pinning" occurs when the user pushes the advancer tube into tissue tract during device removal and "pins" the catheter shaft against the tissue tract which forces the catheter into a tight bend as it is retracted through the advancer tube. This tight bend might have caused the tip of the advancer tube to catch the adhesive taper at the balloon bond and broke the balloon proximal bond. The review of the lhr (lot f1327607) indicated that the mynx device met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the balloon proximal bond detached was misalignment of the advancer tube with the tissue tract by the user which led to a proximal bond failure during catheter withdrawal and the root cause of the reported event could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a male pt underwent a diagnostic coronary procedure on (B)(6) 2013. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the physician deployed the device he went to pull out the device from the pt and there was a piece of sealant stuck to the white advancer tube. Soon after the device was pulled out, a small hematoma (less than 6cm in size) was formed. The nurse held pressure for 15 minutes at which time hematoma was resolved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.